Manufacturer narrative:
Ultra 360 patient positioning system (a2009) was returned for evaluation. Complaint confirmed via inspection of the unit. The upper and lower handles were out of adjustment and both shock cushions were worn. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking handle on the ultra 360 patient positioning system (a2009) does not stay locked. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.